Event description:
Patient recently suffer sudden, severe pain; xrays demonstrate the humeral head portion of the prosthesis to have shifted consistent with a broken inclination set screw in the neck portion of the promos prosthesis. A revision surgery has not yet been reported. The inclination set is under recall. Smith & nephew reference number for the recall (B)(4).